Event description:
Dr reported to the sales rep that he had two pts whose schon catheter had come out at the exit site. The hub of the catheter had burrowed through the skin between each tunnel to come out at the exit site. Each tunnel was placed a finger's width apart. One pt had the catheter for about three weeks and the other one month before experiencing the problem. The dr was unable to provide any specific info in regards to size or lot number. In each case there were no adverse effects on the pts.